Manufacturer narrative:
Qn (B)(4). Per DHR the product visistat 35w 6/box lot # 73h1600687 was manufactured on 08/29/2016 a total of (B)(4) pieces. Lot was released on 09/01/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the staples severely misaligned. The returned sample appears used as there is biological material present on the device. The stapler was returned with 12 staples left in the cartridge indicating that at least 23 staples have been fired by the end user. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. Another attempt was made and, this time, no staple fired. Several more attempts were made but no more staples fired. The misalignment of the staples is preventing the staples from firing. The stapler was disassembled , and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. Reference file anp1900062611 for investigation photos. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clips jammed" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing all but the first staple from firing from the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler jammed. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed. There was no patient injury.